Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017 and was forwarded to bayer on 27-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in right iliac fossa") in a female patient who received essure (ess205) (batch no. 623309). The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), malaise ("malaise"), nausea ("nausea"), chills ("chills") and dizziness ("feeling of faintness"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel confirmed on patch test"). The patient was treated with surgery (in (B)(6) 2008, both inserts removed by bilateral salpingectomy via laparoscopy). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain lower, allergy to metals, malaise, nausea, chills and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, malaise, nausea, chills and dizziness with essure (ess205). The reporter commented: the events started in the evening of the day of placement. Consultation with an allergy specialist who confirmed an allergy to nickel on patch test. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: skin test result was allergy to nickel. Company causality comment: this medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she experienced pain in right iliac fossa (seen as abdominal pain lower), since the evening of the day of placement. Both inserts were removed by bilateral salpingectomy via laparoscopy, approximately 9 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started on the same day of essure's insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 03-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in right iliac fossa") in a female patient who had essure (ess205) (batch no. 623309) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), malaise ("malaise"), nausea ("nausea"), chills ("chills") and dizziness ("feeling of faintness"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel confirmed on patch test"). The patient was treated with surgery (in (B)(6) 2008, both inserts removed by bilateral salpingectomy via laparoscopy). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the abdominal pain lower, allergy to metals, malaise, nausea, chills and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, chills, dizziness, malaise and nausea with essure (ess205). The reporter commented: the events started in the evening of the day of placement. Consultation with an allergy specialist who confirmed an allergy to nickel on patch test (no response to follow up attempts was received) diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 560 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.